Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) five (5) controllers (B)(6), two (2) bat teries (B)(6) and a controller ac adapter (cac504110) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(6) manufacturing documentation confirmed that the associated pump met all requirements prior to release. Failure analysis of the returned cont roller, batteries, and adapter revealed that the units passed visual inspection and functional testing. Internal inspection of the devices did not reveal any anomalies. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed slight abrasion marks on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface; this increase in friction is being investigated under the CAPA pr00532915 investigation. Internal pathology report revealed evidence of thrombus within the pump. Log file analysis revealed power consumption within the normal operating range leading up to the reported event. Based on the available information, this is likely an additional finding not related to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of device thrombus events. Possible clinical factors that may have contributed to observed thrombus event include the patient¿s pre-e xisting history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to the thrombus event. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the log files associated with (B)(6) revealed multiple event expectations were logged on (B)(6) 2023 and three (3) controller fault alarms logged on (B)(6) 2023 at 08:21:45, 10:20:58 and 11:23:48, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller faults alarm and abnormal readings in the internal battery voltage could not be replicated. Analysis of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2023 at 12:40:30, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. This vad disconnect alarm was followed by additional controller power up events, a vad stopped alarm due to a failure of the pump to restart after several attempts, and additional vad disconnect alarm indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting after the reported failure to restart event on the backup controller. Log file analysis associated with (B)(6) revealed a controller power up event logged 08:25:05 and subsequent vad disconnect alarm logged on 08:25:10 indicating that the controller was being powered up without the driveline connected, likely during troubleshooting in preparation prior to the controller exchange. Review of the event file associated with (B)(6) then revealed a controller power up event logged on (B)(6) 2023 at 12:53:04, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) also revealed one (1) vad stopped alarm and one (1) additional vad disconnect alarm were logged on (B)(6) 2023. The vad stopped alarm was logged at 12:53:18 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller and two additional controller power up events, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed two (2) controller power up events were logged on (B)(6) 2023 at 12:24:22 and 12:38:57. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the initial power up event occurred during the initial programming of the controller. Based on the log files, the second power up event was logged indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on (B)(6) 2023. The vad stopped alarm was logged at 12:40:26 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller and an additional controller power up event, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed two (2) controller power up events were logged on (B)(6) 2023 at 12:18:27 and 12:41:42. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the initial power up event occurred during the initial programming of the controller. Based on the log files, the second power up event was logged indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed two (2) vad stopped alarms and two (2) vad disconnect alarms were logged on (B)(6) 2023. The vad stopped alarm was logged at 12:42:34 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by vad disconnect alarms indicating a physical disconnection of the driveline from the controller, additional controller power up events and an additional vad stopped alarm due to a failure of the pump to restart after several attempts, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 12:49:16, indicating the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on (B)(6) 2023. The vad stopped alarm logged at 12:51:03 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller and additional controller power up events, likely due to troubleshooting and/or a controller exchange. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event and observed abnormal readings in the internal battery voltage can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. The most likely root cause of the controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. Hw41522 was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: (B)(6) d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes serial or lot#: cac504110 d9: yes, return date: (B)(6) 2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for revisions to the product event summary. Revised product event summary: the ventricular assist device (vad) ((B)(6)), five (5) controllers ((B)(6)), two (2) batteries ((B)(6)), and a controller ac adapter ((B)(6)) were returned for evaluation. Various analyses were condu cted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(6)¿s manufacturing documentation confirmed that the associated pump met all requirements prior to release. Failure analysis of the returned controller, batteries, and adapter revealed that the units passed visual inspection and functional testing. Internal inspection of the devices did not reveal any anomalies. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed slight abrasion marks on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface; this increase in friction is being investigated under the CAPA pr00532915 investigation. Internal pathology report revealed evidence of thrombus within the pump. Log file analysis revealed power consumption within the normal operating range leading up to the reported event. Based on the available information, this is likely an additional finding not related to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of device thrombus events. Possible clinical factors that may have contributed to observed thrombus event include the patient¿s pre-e xisting history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to the thrombus event. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Analysis of the log files associated with (B)(6) revealed multiple event expectations were logged on 01/mar/2023 and three (3) controller fault alarms logged on 01/mar/2023 at 08:21:45, 10:20:58 and 11:23:48, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller faults alarm and abnormal readings in the internal battery voltage could not be replicated. Analysis of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm logged on (B)(6) 2023 at 12:40:30, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. This vad disconnect alarm was followed by additional controller power up events, a vad stopped alarm due to a failure of the pump to restart after several attempts, and additional vad disconnect alarm indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting after the reported failure to restart event on the backup controller. Log file analysis associated with (B)(6) revealed a controller power up event logged 08:25:05 and subsequent vad disconnect alarm logged on 08:25:10 indicating that the controller was being powered up without the driveline connected, likely during troubleshooting in preparation prior to the controller exchange. Review of the event file associated with (B)(6) then revealed a controller power up event logged on 01/mar/2023 at 12:53:04, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) also revealed one (1) vad stopped alarm and one (1) additional vad disconnect alarm were logged on 01/mar/2023. The vad stopped alarm was logged at 12:53:18 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller and two additional controller power up events, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed two (2) controller power up events were logged on 01/mar/2023 at 12:24:22 and 12:38:57. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the initial power up event occurred during the initial programming of the controller. Based on the log files, the second power up event was logged indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on 01/mar/2023. The vad stopped alarm was logged at 12:40:26 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller and an additional controller power up event, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed two (2) controller power up events were logged on 01/mar/2023 at 12:18:27 and 12:41:42. Various parameters, including time, patient ID, and pump ID were programmed between the controller power up events, indicating the initial power up event occurred during the initial programming of the controller. Based on the log files, the second power up event was logged indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed two (2) vad stopped alarms and two (2) vad disconnect alarms were logged on 01/mar/2023. The vad stopped alarm was logged at 12:42:34 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by vad disconnect alarms indicating a physical disconnection of the driveline from the controller, additional controller power up events and an additional vad stopped alarm due to a failure of the pump to restart after several attempts, likely due to troubleshooting and/or a controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event logged on 01/mar/2023 at 12:49:16, indicating the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on 01/mar/2023. The vad stopped alarm logged at 12:51:03 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by a vad disconnect alarm indicating a physical disconnection of the driveline from the controller and additional controller power up events, likely due to troubleshooting and/or a controller exchange. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event and observed abnormal readings in the internal battery voltage can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. The most likely root cause of the controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controllers exhibited controller failure alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6), h6: FDA device code(s): a07 d4: serial or lot#: (B)(6), h6: FDA device code(s): a07 d4: serial or lot#: (B)(6), h6: FDA device code(s): a07 d4: serial or lot#: (B)(6), h6: FDA device code(s): a07 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information: b2, b5, d9, h3 and additional codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transplanted.

Event description:
It was reported that the patient came to the clinic for a controller fault alarm on the primary controller due to internal battery end of life. The controller was exchanged, and the ventricular assist device (vad) failed to restart and exhibited a vad stopped alarm. Three controller exchanges were performed with new controllers and two controller exchanges were performed with the patient's original primary and secondary controllers. However, the vad did not restart. The controller exchanges were performed using a controller ac adapter and a battery. The vad was also attempted to be restarted by turning it on using the monitor and pressing buttons on the controllers, but the vad could not be restarted. The patient was stable and was put on the high priority transplant list. If no donor is found, the vad will be exchanged to a competitor device. The vad was turned off and remains implanted. The controllers and batteries were removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products:: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial or lot#: con409290 UDI #: (B)(4). Device available for manufacturer evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 06-dec-2019 device labeled for single use: no. Adverse event problem: patient ime code(s): e2402 ; imf code(s): f08 ; img code(s): g04035; FDA device code(s): a07 ; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial or lot#: con409172 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun.: mfg date: 03-dec-2019 device labeled for single use: no. Adverse event problem: patient ime code(s): e2402 ; imf code(s): f08; img code(s): g04035 ; FDA device code(s): a26; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2023 / serial or lot#: con418595 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun . Mfg date: 11-jul-2022. Device labeled for single use: no. Adverse event problem patient ime code(s): e2402; imf code(s): f08; img code(s): g04035; FDA device code(s): a26; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2023 / serial or lot#: con418582 UDI #:(B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 11-jul-2022. Device labeled for signle use: no. Adverse event problem patient ime code(s): e2402; imf code(s): f08; img code(s): g04035; FDA device code(s): a26; FDA method code(s): b21; FDA results code(s): c21 ; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2023 / serial or lot#: con418596 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 11-jul-2022. Device labeled for single use: no. Adverse event problem patient ime code(s): e2402; imf code(s): f08 ; img code(s): g04035 ; FDA device code(s): a26; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2023 / serial or lot#: bat954448 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 26-jan-2022 devcie labeled for single use: no. Adverse event problem patient ime code(s): e2402; imf code(s): f08; img code(s): g02002; FDA device code(s): a0705; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2023 / serial or lot#: bat954933 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 21-apr-2022. Device labeled for single use: no. Adverse event problem patient ime code(s): e2402; imf code(s): f08; img code(s): g02002 ; FDA device code(s): a0705 ; FDA method code(s): b21 ; FDA results code(s): c21; FDA conclusion code(s): d16. Heartware ventricular assist system ¿ cac adapter ; model #: 1430 / catalog #: 1430 / expiration date: 29-feb-2024 / serial or lot#: cac504110 UDI #: (B)(4). Device available for evaluation: no device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 22-nov-2021. Device labeled for single use: no. Adverse event problem patient ime code(s): e2402; imf code(s): f08; img code(s): g02027; FDA device code(s): a26; FDA method code(s): b21; FDA results code(s): c21; FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.